Event description:
It was reported that during a spine procedure using md spinewand surgical device convenience pack, which was discovered to have an expiration date of (B)(6) 2013. The user facility recorded that the product was expired and chose to continue the procedure using the expired product. There have been no pt complications reported as a result of this event.